Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during the initial firing, the staples did not completely form. The customer converted to an open procedure and used sutures to complete the procedure with no patient consequence.